Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy while on the first firing of the stomach transection, the surgeon went to apply the reload to the stomach and the jaws were very difficult to close it. The surgeon then pushed hard to close the reload and that worked properly. A new reload and handle were used to complete the procedure. There was no patient injury.